Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af). It was noted that after the shock the patient was clinically stable. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.